Manufacturer narrative:
(B)(4). The customer reported the device was not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.the additional clip delivery system device is being filed under a separate medwatch report.

Event description:
This report is being filed as the mitraclip (80227u164) detached from both leaflets. Surgery was performed as treatment. It was reported that on (B)(6) 2018, a mitraclip procedure was performed treating degenerative mitral regurgitation (mr) grade 4. The patient presented with an enlarged atrium and ventricle and friable leaflets. One mitraclip (cds 71017u229) was implanted without reported issue, reducing the mr to grade 2. On (B)(6) 2018, a second procedure was performed as the first index procedure mitraclip had detached from the posterior medial leaflet (pml) while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). Increased mr, grade 3-4, was noted and tissue damage was observed at the pml. As treatment, another mitraclip procedure was performed. Mitraclip (cds 80227u164) was implanted and deployed on the mitral valve without reported issue. Post mitraclip detachment from the delivery system, the mitraclip had then detached from both leaflets and remained on the gripper line. Reportedly, there was no device malfunction and the procedure was aborted. Post procedure, the mr remained grade 3-4. That same day, mitral valve replacement surgery was performed as treatment, removing both mitraclips. The event required prolonged hospitalization and the patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated the reported complete clip detachment (ccd) appears to be related to patient morphology/pathology (enlarged atrium and ventricle and friable leaflets). The unchanged mitral regurgitation (mr) appears to be due to the procedural circumstances and due to the clip detaching from both the leaflets and therefore due to procedural conditions. While it should be noted that the (mr) ultimately remained unchanged as a result of the procedure, the reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.